Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was a battery alert message.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information regarding reported issue, cause and resolution, but there is no additional information available, and no further evaluation is warranted at this time.